Event description:
The pt is reportedly experiencing pain at the implant site. The surgeon believes pain is not device related. Surgery to explant the device has been scheduled. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.